Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly and a critical error alarm. The customer changed the battery but the device still alarmed. The customer's blood glucose level was unknown. The customer had a back-up plan. The customer's device was replaced, however it is unknown if the product will be returned.

Manufacturer narrative:
The insulin pump was received with critical pump error, boot loader trace download determined the critical pump error analysis was due to main download timeout; the problem was isolated to printed circuit board. Unable to perform displacement, rewind, seating and basic occlusion due to critical pump error. The insulin pump had scratched case.